Event description:
It was reported that a catheter shaft fracture occurred. The target lesion was located in the stenosed right coronary artery. A guidezilla guide extension catheter was selected for use. During the procedure while still outside the patient's body, it was noted that the delivery shaft of the device was fractured in the guide catheter. No portion of the device remained inside the patient's body. A portion of the fractured shaft was lost during packing for return shipment. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar and ptfe is separated. The distal shaft starting at the separation going distal all the way to the tip is missing. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a catheter shaft fracture occurred. The target lesion was located in the stenosed right coronary artery. A guidezilla guide extension catheter was selected for use. During the procedure while still outside the patient's body, it was noted that the delivery shaft of the device was fractured in the guide catheter. No portion of the device remained inside the patient's body. A portion of the fractured shaft was lost during packing for return shipment. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.